Event description:
A fail code 810:04. Info was not provided regarding whether or not the failure occurred durign a pt infusion. Although baxter attempted to obtain info, details were not available regarding add'l contact info, pt demographics, medication involved, or pump programming. The hosp rep stated that thete have been no reports of any pt incident involving this pump since the last baxter svc event.

Manufacturer narrative:
The customer's reported condition of fail code 810:04 was confirmed. A field corrective action has been initiated.